Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had magnet application to disable tachy therapy for the patient's surgical procedure. The device had not been turned back on post-operative. Upon remote interrogation, a latitude red alert was generated, indicating "v-tachy mode changed due to magnet".

Manufacturer narrative:
The patient's device was subsequently returned to monitor plus therapy. The local area sales representative confirmed that no impact on critical therapy occurred. There were no issues or allegations from the physician.